Event description:
It was reported that when the external pulse generator (epg) was powered on, an error message was received. Technical services (ts)had the caller remove the battery to clear the error. The epg functioned normally once the error cleared and the epg was placed back in service. There was no patient involvement.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.